Event description:
The biomedical engineer (bme) reported that when taking the blood pressure the bedside monitor (bsm) would pump up and then release, then try again. It would do this over and over. It would not take nibp readings. There was no error message when it did this. There were some instances where it would read 2 or 3 nibps back to back. They replaced the pump module and the solenoids, and they are still continuing to have issues with it. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that when taking the blood pressure the bedside monitor (bsm) would pump up and then release, then try again. It would do this over and over. It would not take nibp readings. There was no error message when it did this. There were some instances where it would read 2 or 3 nibps back to back. They replaced the pump module and the solenoids, and they are still continuing to have issues with it. No patient harm was reported.